Event description:
It was reported by the pt that "peculiar pain since day one. Pt claims that she has been in a wheelchair since the surgery. More pain post op than from before surgery. Dissatisfied with dr and dr's office."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device is still implanted in pt and therefore, it is not available for eval. Add'l info has been requested. Should device become available, the eval summary will be submitted in a supplemental report.